Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the front end board and calibrated all the regulators to resolve the issue. All calibration, functional and safety tests were performed and passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp, the blood pressure port was found to be damaged. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp, the blood pressure port was found to be damaged. There was no patient involvement, and no adverse event was reported.